Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. Subsequently, the lv lead was explanted. No additional adverse patient effects were reported.